Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with an elevated blood glucose level of 261 mg/dl. The suspected cause was due to the customer coming out of their "honeymoon phase" relating to their diabetes. The customer delivered a bolus via the pump. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.